Event description:
It was reported that the patient presented to the ER after receiving shocks. Interrogation revealed a possible output circuitry damage. Hv lead impedance was low. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions and fractured rv cable.